Manufacturer narrative:
Concomitant product: product ID 8711, lot# n120341001, implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that, at the time of this report, the patient¿s pump had been alarming for the past couple weeks. The pump had reached end of service (eos) and was empty. It was noted that the patient was on hospice and would not be having the pump replaced. The alarm was acknowledged and shut off. The patient was noted as receiving intrathecal baclofen therapy. Patient symptoms and final patient outcome were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.